Event description:
Customer reportedly had low blood symptoms with blood glucose result of 139 mg/dl obtained on the advantage system. Caller attempted to treat the customer with orange juice, but was unable. Paramedics arrived and a result of 42 mg/dl was obtained 20 minutes following customer's result of 139 mg/dl. Customer was treated with a glucose IV and taken to the hospital; symptoms improved. Requested return of suspect device and replacement was sent.